Event description:
The customer reported an issue with fluctuating nibp measurements. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: (B)(6). Analysis was performed by philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The rse had the customer test the unit with a simulator and found minor variation. There was no error message from the monitor. The static pressure was calibrated and checked, the unit is working fine. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a need for calibration. The issue was resolved by calibrating the device and the product is back in service. If additional information is received, the complaint file will be reopened for further investigation.